Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73j1500212 investigations did not show issues related to the complaint. The sample has been returned for investigation however the investigation report has not been submitted at the time of this report.

Event description:
Alleged event: the balloon tip is broken during an operation. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. Visually the balloon looked intact no evidence of damage to the tip or burst balloon. Functional inspection was performed, balloon was inflated to 15 cc of air and left for 3 hours. The balloon did not burst. Failure mode reported "balloon tip broken during operation" could not be confirmed. Functional tests did not show the failure mode. No further actions will be taken at this time.

Event description:
Alleged event: the balloon tip is broken during an operation. The patient's condition was reported as fine.